Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call their daughter received a no delivery alarm in the morning before leaving to school. The customer's parent states the daughter went to school on a back up plan, her blood glucose levels were 401 mg/dl. The parent was assisted with trouble shoot, was advised to change the complete set. The trouble shoot confirmed the pump was working as designed. The pump will not return for analysis.